Event description:
A nurse reached in the bassinet tub and cut their middle finger on their right hand on a crack in the bassinet tub. The nurse had to go to the emergency room and they removed a splinter from their middle finger.